Manufacturer narrative:
This report contains correction in section b5 describe event or problem. This report captures additional information of the explant of this device and impact on the patient.

Event description:
It was reported that the patient with the cardiac resynchronization therapy defibrillator (crt-d) device exhibited high out of range pacing impedance measurements, measuring greater than 3000 ohms on this right atrial (ra) channel. There was minute ventilation (mv) oversensing noted and the impedance spike was seen on the ra lead. It was suspected that it could be a ra lead fracture. This lead remains in service. No adverse patient effects were reported. Additional information received indicated that this lead was surgically abandoned. No additional patient adverse effects were reported.

Manufacturer narrative:
This report captures additional information of the explant of this device and impact on the patient.

Event description:
It was reported that the patient with the cardiac resynchronization therapy defibrillator (crt-d) device exhibited high out of range pacing impedance measurements, measuring greater than 3000 ohms on this right atrial (ra) channel. There was minute ventilation (mv) oversensing noted and the impedance spike was seen on the ra lead. It was suspected that it could be a ra lead fracture. This lead remains in service. No adverse patient effects were reported. Additional information received indicated that this lead was explanted. No additional patient adverse effects were reported.

Event description:
It was reported that the patient with the cardiac resynchronization therapy defibrillator (crt-d) device exhibited high out of range pacing impedance measurements, measuring greater than 3000 ohms on this right atrial (ra) channel. There was minute ventilation (mv) oversensing noted and the impedance spike was seen on the ra lead. It was suspected that it could be a ra lead fracture. This lead remains in service. No adverse patient effects were reported.